Manufacturer narrative:
The patient is 75 inches in height. An event regarding infection involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinician consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. This event is cross referenced with pr, which is related to a previous revision surgery for the same patient. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, primary operative report as well as patient history, pathology report and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Postopertive diagnosis: patient revision surgery for infection. All components were exchanged.

Event description:
Postoperative diagnosis: patient revision surgery for infection. All components were exchanged.

Manufacturer narrative:
Additional devices listed in this report: cat # 509-02-60f, lot # mmkpm3, description: tritanium revision acetabular. Cat # 626-00-46f, lot # 45754601, description: modular dual mobility insert. Cat # 2080-0020, lot # mmm094, description: gap plate screws qty: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not available.